Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection found the pump to be in good physical condition. Review of device history log found the reported event in the history log. During functional testing, the pump was able to power up with no issue. Customer stated issue could not be duplicated. Problem source could not be identified. Additional information received on 20-may-2020 indicating that the reported event did not occur while in use with a patient.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump would not start. No adverse effects were reported.